Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a commanded 1.1 joule and 41 joule shock were delivered. Shock impedance measurements were within an acceptable range. The system will continue to be monitored via routine follow-up. No additional adverse patient effects were reported.